Event description:
It was reported that the power cord of an em 2400, main module was torn. The issue was observed during setup. The power cord was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.